Event description:
It was reported that the procedure was to treat a popliteal artery. Pre-dilatation was performed with 5 x 120 mm fox sv balloon catheter. There was difficulty deflating the balloon and the balloon refolded poorly. A non-abbott stent was implanted and the same fox sv was used for post-dilatation to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties and balloon refold were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.